Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle fell out of instrument with the needle retaining bars not extended. Needle was found and removed from pt without any problem. Opened another device and reload and completed the case. There was no report of pt injury, unanticipated blood. Tissue loss, or extended operating time.

Manufacturer narrative:
(B) (4). (B) (4).